Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.